Event description:
It was reported that during set up when testing the kincise impactor device with a known working battery devices, nothing would happen when the trigger was depressed. There was no sound or action. During in-house engineering evaluation, it was determined that the device moving parts did not move smoothly the trigger was sticky making it difficult to press/depress which was consistent with lack of lubricant and would not run. The device also failed pretests for impactor operation assessment, intermittent test assessment and final assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear and improper maintenance. E1: reporter address was not provided (B)(4) .